Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. All functional testing performed was acceptable and product met specification.  A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and the evaluation is in progress. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. When the patient's exit site dressing was changed a yellow stained discharge was noticed on the dressing. It looked like it had come from between the transfer set white portion and the tubing. The exit site was clean and dry. Transfer set was changed by the nurse. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.